Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicmo12.6 implantable collamer lens, -12.00 diopter, within the same surgery due to the lens had low vaulting. The lens was replaced within the same surgery with a longer lens and the problem was resolved. Cause of the event was unknown.